Manufacturer narrative:
Examination of the returned device confirms the complaint; the threaded portion of the inner shaft broke off. The root cause is attributed to misuse. It appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pinnacle cup inserter handle broke at the threaded tip and needs to be replaced. Dr. Clark was impacting the cup trial when the threaded tip broke off.